Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty pairing a new dexcom g7 continuous glucose monitor with the ilet, which required updating the ilet mobile app credentials, completing a software/firmware update, and reattempting g7 pairing with the correct four-digit pairing code, after which pairing was expected to complete within 15¿30 minutes; the event was handled through troubleshooting and education without device alerts. Symptoms included hyperglycemia with a reported blood glucose of 239 mg/dl and no other associated symptoms. Outcomes included transient high glucose for approximately 30¿45 minutes without medical intervention, hospitalization, ketone testing, or use of backup therapy. Investigation included guided software update, device setting verification for g7 compatibility, password reset and app login, and sensor pairing reattempt with user instruction to monitor glucose and call back if pairing remained unsuccessful. Investigation of this case revealed pairing difficulty associated with software version and configuration prerequisites for g7 use on the ilet, addressed by completing required updates and confirming the correct sensor pairing code. It was concluded, based on previously established findings for similar reports, that the cause was user interface and software configuration factors resolved through standard troubleshooting and upgrade procedures.